Manufacturer narrative:
(B)(4). Concomitant medical products: item: 00598800400, lot: 62248758. Item: 00599401491, lot: 61622486. Report source: foreign (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00289, 0001822565-2021-00291.

Event description:
It was reported during a five-year clinical study follow up that a patient reported pain. The patient was treated with a painkiller for one month and the pain subsided and became tolerable. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Per package insert pain is known adverse effect of the system. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.